Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during the insertion of the catheter, the tip of the guide wire was not slender and therefore it could not be introduced into the plunger of the syringe.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire and raulerson syringe. A slight bend was observed in the guide wire body along with a kink near the j-bend at the distal end. The syringe appeared typical with no damage or defects. The guide wire was inserted through the syringe at multiple orientations with no resistance. A device history record review was performed and did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.